Event description:
The user reported that during a stent removal procedure the proximal suture was not visible due to a shelf of stent with the distal suture by inverting the stent. While pulling on the distal suture the suture broke. Because the stent had migrated from the force applied by pulling on the distal suture the proximal suture was now visible. After pulling on the proximal suture this suture also broke. The physician then attempted to pull on the stent itself with rat-tooth forceps causing the stent to fracture into 15-20 pieces inside the pt. The stent fragments were retrieved from the pt and discarded at the hospital. On (B)(6) 2013 the physician was going to attempt to place another stent but the pt's preexisting fistula had grown too much. The pt remains in the intensive care unit with a tracheal tube for observation of his/her preexisting condition, not as a result of the event. A thoracic surgeon may attempt to place a tracheal stent at a later date. No harm or injury was reported. The user did not provide a lot number. The implantation date provided in this report is an estimate.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.